Manufacturer narrative:
Intuitive surgical, inc. Has received the instrument involved with this complaint and completed an investigation. Failure analysis found the instrument to have a broken conductor wire at the yaw pulley. The wire was detached from it connection at the grip. The yaw pulley and conductor wire cap both showed signs of thermal damage. It appears the conductor wire came off the yaw pulley and the arcing occurred through the exposed wire. It is not possible to determine if the silicone potting was missing, compromised or the service loop was short, which can cause the wire to dislodge. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to unintended arcing that occurred on a permanent cautery hook instrument.

Event description:
It was reported that during a da vinci surgical procedure, the customer identified a broken cable on a permanent cautery hook. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.